Event description:
In 2004, a bi-ventricular assist device (bi-vad) pt was at the hospital for clinic visit when the nurse and engineer noted white spots in the blood sac along the inflow and outflow regions of the right ventricular assist device (rvad). The pt was admitted and the vad was replaced the following day.